Event description:
Device was not returned. Investigation of the software anomaly was performed. Fluid valve cam oscillated between two angles on either side of the target angle until the move retry limit was exceeded. This resulted in a fail-stop pump-problem alarm. Valve oscillation can lead to fail-stop pump-problem alarm, leading to delay of therapy. Summary of investigation is that the pump experienced a temporary failure due to a coding error. Problem resolved once pump was rebooted. Issue was addressed as part of an internal action and incorporated into software release 5.9.1. This was implemented via recall #z-1484-2024.

Event description:
The following has been reported: during the log file review for the complaint that MDR 3014732157-2024-00443 was submitted for, a cam movement / fva drive accuracy fail stop was found. This was unrelated to that complaint issue as it was from march 2024. This issue was resolved in a sw update to version 5.9.1 on recall #z-1484-2024. Note - the customer had updated their server to sw version 5.9.1 prior to the complaint, but the pump was still running the previous sw version when the cam movement / fva drive accuracy fail stop occurred. Reporting as a conservative measure.